Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with a reload. The articulation lever was articulated fully to the right. The articulation lever was set to the neutral position and the reload was unloaded without difficulty. Further functional testing found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the stapler across the stomach during a laparoscopic gastric sleeve, while using the first reload the doctor fired the stapler approximately 1cm but the stapler stopped advancing. The distal staple line was also incomplete. The doctor over-sewed the staple line to complete the case, on the other two reloads the surgeon could not remove reload from the handle. Another reload was opened to complete the case. There was no patient injury.